Event description:
It was reported that during a cryoablation procedure, before insertion into the patient, the sheath was aspirated and after insertion of the balloon catheter, the valve was leaky. The sheath was replaced with one of the same lot. The case was (B)(4). No patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: upon visual inspection of flexcath sheath 4fc12 / 09419-92, results show the stopcock was intact with no apparent issues. Air aspiration was reproduced when a test arctic front catheter was introduced through the sheath. Dissection showed the hemostatic valve was leaking and the valve was torn. In conclusion, the reported issue (valve was leaky) was confirmed through testing. The flexcath sheath failed the returned product inspection due to a leaking hemostatic valve. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.